Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced a syncopal episode. The patient subsequently was admitted to the hospital. The lead had exhibited noise. The pulse generator had been reprogrammed to ddi to prevent inappropriate tracking. The lead will continue to be monitored. There were no additional adverse patient effects. The lead remains in service.